Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control valve and secondary o2 regulator were replaced. The unit was returned to service.

Event description:
The hospital reported a failure of the unit to deliver o2 in mechanical ventilation. There was no report of patient involvement.